Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Part of the tampon was stuck. Intimate part [foreign body in reproductive tract] tampon disintegrated [device breakage] case narrative: relative of consumer reported that the tampon disintegrated. No serious injury reported.

Event description:
Part of the tampon was stuck. Intimate part [foreign body in reproductive tract] tampon disintegrated [device breakage]. Case narrative: relative of consumer reported that the tampon disintegrated. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.